Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 1 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in italy, on 06-june-2024, it was reported that four infusion set was fell off during use and infusion set is used for 1 day. No further information available.